Event description:
Healthcare professional reported through clinical study that the valve was explanted approx. 123 months post implant due to structural valve dysfunction. The valve was not returned for analysis however a pathology report was sent to the MFR.